Event description:
Procedure: gastrectomy. According to the reporter: the doctor had difficulty connecting the center rod into the stapler since the anvil head did not un-tilt; however, they managed to connect them and complete the firing. After the firing, the donut ring was incomplete and the procedure had to be converted to an open procedure to perform a re-anastomosis. The staff used another device to complete the case. Oozing was reporting under 200cc. Nothing fell into the patient's cavity. Operative time was extended more than 30 minutes. There is no additional patient info available.

Manufacturer narrative:
(B)(4)